Event description:
As reported by our edwards lifesciences affiliate in japan, a transfemoral tavi procedure with sapien 3 ultra resilia (s3ur) 26mm valve was performed. The lvot area was 400 mm2; however, due to the large anatomical size of the av complex, s3ur valve was implanted with a reduced expansion volume (-2 ml). After implantation, an increase in blood pressure was observed, and the stroke volume remained stable. However, echocardiography revealed pericardial effusion. Subsequently, the patient developed a rapid decline in blood pressure, and rupture was suspected. Pericardiocentesis was performed, but continuous bleeding was noted; therefore, an emergency thoracotomy was undertaken, and conversion to surgical aortic valve replacement (avr) was decided. Direct visualization at thoracotomy confirmed a laceration of the lvot myocardium. An inspiris 19mm valve was implanted, and the procedure was completed. The patient was successfully weaned from cardiopulmonary bypass and subsequently admitted to the ICU. The event was considered to be caused by oversizing of the transcatheter aortic valve relative to the lvot area.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (oversizing of the transcatheter aortic valve relative to the lvot area) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.